Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens became vaulted/tilted approximately 7 weeks post implant. The pt noticed a decrease in vision and the lens was subsequently explanted and replaced with another lens. According to the surgeon, the pt is doing well after lens exchange. This event refers to the pt's left eye.